Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 1307220392; 07/22/2013; 1. 1307260306; 07/26/2013; 1. Method: two complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) and were visually inspected. Our analysis is also based on our previous investigation on similar complaints. Results: visual inspection of each chamber revealed that it sustained a vertical crack starting at the base of the dome, stretching approximately 3mm upwards. The staff at the healthcare facility reported to the fph field representative that there were disinfection dispensers near the chambers; however, no residue was found in any of the chambers during inspection. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: due to the absence of the residue on the chamber domes, we were unable to determine definitively the root cause of the damage observed; however, information we received from the healthcare facility revealed that disinfection dispensers were placed near the chambers. Our previous investigation have shown that chamber dome coming into contact with a solution containing alcohol, such as hand sanitizer, may lead to environmental stress cracking. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the products were released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving cracked domes in mr290 chambers due environmental stress cracking has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers were found cracked during use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers were found cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.